Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a rebel catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. The stent was bent, flared, and overlapping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23-feb-2017. It was reported that advancing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 14 x 4.3 mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was pre-dilated using a 2.4 x 15 maverick 2 balloon catheter with residual stenosis of 81%. A 16 x 4.50 mm rebel stent was advanced to treat the lesion. However, advancing difficulties were encountered. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.